Event description:
The pump was returned for investigation. Investigation revealed damage to the force sensor. This report is made based on results of investigation completed on 01/23/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings: during investigation, the pump was opened and a damaged solder connection was observed at the force sensor pins. A review of the pump¿s history showed evidence of loss of prime and no cartridge warnings due to low force. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).